Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 13oct2016. During troubleshooting efforts between merge technical support and the customer, it was found that the ECG cable and ECG lead set were faulty in the site's cath lab 5. It was confirmed by swapping the faulty set with a spare the customer had in another lab. Once replaced, it was confirmed that the problem was resolved. The customer ordered replacement sets on their own so there is no RMA on file for the hardware replacement.

Manufacturer narrative:
The customer's reported problem is currently under investigation by merge healthcare. For this reason, conclusions code (conclusion not yet available-evaluation in progress) was used. When more information becomes available, a supplemental report will be submitted.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that they experienced problems obtaining ECG during an active procedure, which required them to move the patient to another lab to complete the case. With merge hemo not capturing physiological data, there is a potential for incorrect treatment that results in harm to the patient. The customer reported that there was no impact to the patient, and that the procedure was completed successfully. (B)(4).